Event description:
Customer reported that control-iq was not adjusting insulin delivery as expected. Blood glucose level was reported to be 45 mg/dl. Customer consumed glucose tablets to address the low blood glucose level. Control-iq was confirmed to be operating, with the caller educated on its functionality.